Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. For the first firing, used the powered stapling handle and reload. Shortly after the surgeon fully fired the device, the status indicators were illuminated blue and the handle indicator was flashing. The clamp cover did not return to the initial position and the jaws were unable to be opened. With the interspace between the jaws and the tissue, the surgeon was somehow able to remove the device from the tissue. Then the jaws could not be articulated and the surgeon could not remove the device from the trocar. There was no patient harm.